Event description:
It is reported that the device was implanted in early 1997 and that the patient was revised in 2003, due to inflammation.

Manufacturer narrative:
The device is in transit to zimmer warsaw. Our investigation will be initiated upon receipt of the device. This report will be amended when our investigation is complete.